Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a scope communication error e216 appeared on the monitor. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the endoscopic image of the subject device was not displayed by the failure of the ccd sensor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the endoscopic image of the subject device was not displayed due to the following causes. The ccd cable of the subject device was broken due to applying external stress forcibly to the bending section or applying stress to the ccd cable forcibly due to coiling the universal cord with small. The ccd of the subject device was broken since the video connector of the subject was connected or disconnected while the video system center was being on, or overcurrent unexpectedly flowed due to static electricity. Omsc surmised that a scope communication error e216 appeared on the monitor due to the following causes. The ccd of the subject device was broken since the video connector of the subject was connected or disconnected while the video system center was being on, or overcurrent unexpectedly flowed due to static electricity. Temporary contact failure occurred due to dirt or water drops adhering to the electrical contact of the video connector of the subject device.